Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements resulting in values reaching around 130-145 ohms. Technical services (ts) suspected this was related to calcification and recommended programming options. This lead remains in service. No adverse patient effects were reported.